Event description:
It was reported that there was inappropriate therapy delivered. Normal battery depletion was also indicated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis of the device revealed normal battery depletion. It was reported that there was inappropriate therapy delivered. Normal battery depletion was also indicated. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected device operated according to specifications shock, inappropriate low battery.